Manufacturer narrative:
One 12 cm intelligent drug delivery catheter was returned for the complainant facility. Reported complaint was confirmed through microscopic inspection of the returned device. Manufacturing records were reviewed and all pertinent procedures were followed and the product met all release criteria. Product was placed using contraindicated placement accessory (introducer set with rotating hemostatics valve). IFU page 5 has the warning: "do not use an introducer sheath with a rotating hemostasis valve to introduce the ekosonic mach4 endovascular device. Insertion or removal through a rotating hemostatsis valve may result in removal of the radiographic marker bands, stretching or other damage to the catheter".

Event description:
During placement of the intelligent drug delivery catheter (iddc) through the introducer sheath, resistance was felt. The catheter was removed and a different iddc was placed through the sheath, over the guide wire and into the left pulmonary artery. Subsequently, the first iddc was placed into the right pulmonary artery. After successful use of the devices, when iddc was removed from the left pulmonary artery, it was found to have 3 platinum marker bands instead of two and fluoroscopy identified a platinum marker band retained in the left pulmonary artery. The iddc in the right pulmonary artery was found to have no marker bands. No patient injury was reported.